Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: dislodged stent requiring medical intervention to compress the stent to the vessel wall. Device issue: stent dislodgement. It was reported that the procedure was to treat a calcified mid lad lesion. After pre-dilatation, the 3.0 x 12 promus was advanced, but could not cross due to the calcium and became stuck while trying to remove. The stent dislodged and attempts to snare were unsuccessful. Two balloons were used to crush the stent against the vessel wall, then another company's stent was deployed against the crushed stent. The patient was stable throughout the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott v vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - the interaction with the heavily calcified lesion likely contributed to the reported difficulty crossing and removing. It is possible the stent became damaged as a result of interaction with the calcified lesion making it difficult to remove the device, which may have led to the stent dislodgement during retraction. It should also be noted that the IFU states that "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit." Without the returned device for analysis, a conclusive root cause for all the reported issues cannot be determined.